Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was unable to install a cartridge. The customer's blood glucose may be high but declined to provide an exact number. Reportedly, the customer was able to load a cartridge successfully.